Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Visual and dimensional inspection of the returned hydrus implant was performed and specifications were met. Based on the collective findings (information provided by the surgeon and the device evaluation report), the cause of the event was most likely attributed to the patient's preexisting condition. Manufacturer reference #: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that in retrospect, the patient had preexisting trauma in the operative (left) eye, which contributed to the asymmetric severity of his disease. Preoperatively, there appeared to be iridodialysis or cyclodialysis in the nasal quadrant so he was not a great surgical candidate to begin with and this abnormal schlemm's canal anatomy likely contributed to the hydrus malpositioning. The patient's most recent post-explant iop was 20 mmhg on 4 iop lowering medications.

Manufacturer narrative:
The explanted stent and lot number have been requested from the reporter. Microstent malposition, iritis, iris touch, ocular pain, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with implantation of the hydrus microstent on (B)(6) 2019. The patient had a history of traumatic penetrating injury (metal nail) in the operative eye, with resultant iris defect and traumatic cataract in the nasal quadrant. The surgeon reported that there was no noticeable resistance encountered during the initial hydrus insertion; however, the surgeon noted the distal third of the stent was not visible through the trabecular meshwork. After releasing the microstent, the surgeon noticed that the proximal end of the stent was too far into the anterior chamber. The surgeon was unable to advance the stent further into schlemm's canal. Postoperatively, the patient had poor vision and complained of mild persistent discomfort in the operative eye. Examination revealed moderate, persistent anterior chamber cell and flare and the proximal tip of the device was contacting the iris. The patient's unmedicated intraocular pressure (iop) was 10 mmhg, which was slightly lower than the preoperative medicated iop. There was no hyphema or corneal edema. On (B)(6) 2019, the microstent was explanted without incident. Additional information is being requested.